Event description:
It was reported post operative to a lap gastric band procedure, the patient complained of port site pain. A diagnostic laparoscopy was performed and partial erosion of the band was discovered and the device was explanted. There were dark spots noted around the port site, which were an indication of possible self adjusting. When removing the port, one of the hooks would not retract but was removed without injury to patient. There were no other reported patient complications.

Manufacturer narrative:
Information anticipated, but unavailable at this time.